Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap sigma procedure, the teflon pad on the device became loose. There was no patient consequence.